Manufacturer narrative:
Philips service advised the customer on the restart procedure. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the x-ray system locked and required multiple restarts on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.